Event description:
It was reported that balloon ruptures occurred. A 3.50mm x 8mm, 3.00mm x 8mm, 4.00mm x 8mm, and a 3.50mm x 12mm nc emerge balloon catheters were used for post-dilatation of a non-boston scientific stent that had been deformed. However, during inflation, the balloons ruptured. The procedure was completed with a different device. There were no patient complications reported.